Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) revealed first degree atrio-ventricular (av) block and left bundle branch block (lbbb). No treatment was prescribed. Two days post valve implant, third degree av block was noted. Subsequently, a permanent pacemaker was implanted three days post valve implant. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.